Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection of device. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. Visual evaluation of the returned product identified that the outer carton has been damaged; the outer sterile cavity exhibits abrasion damage and stress marks; the polybag is torn into two pieces and shows abrasion damage; protective foam is not returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon opening package, plastic particles were stuck on the neck. Attempts were made to obtain additional information; however, none was available.